Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) explant procedure. Patient is doing fine postoperatively. The explant device will not be returned due to hospital disposing it.

Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).